Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "happened during insertion of the cvc; put introducer needle in, using the arrow advancer with spring wire guide advanced into vein. Removed introducer needle and threaded dilator through spring wire guide with some resistance. Removed dilator - was bent but proceeded to thread cvc onto spring wire guide started to advance into place. Upon advancing the catheter was met with some resistance and couldn't be placed. Wouldn't advance any further in, tried to remove wire, but couldn't and on trying too, pulled it and it started to uncoil. Therefore, cvc and spring-wire guide were removed together." It was reported the device was removed in its entirety and another device was successfully placed. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, four-lumen cvc for analysis. Signs-of-use in the form of a white, powdery substance was observed on the guide wire. The guide wire was returned inside the cvc catheter. Visual analysis of the guide wire revealed that it had become unraveled towards the distal end. Microscopic examination confirmed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld was still attached to the coil wire. This caused the distal j-bend to completely lose shape. The proximal weld appeared spherical and intact. In addition to being unraveled, the guide wire also contained several kinks. It was also observed that the dilator was bent and defective at the tip. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .80mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The catheter length from the juncture hub to the tip measured 172mm, which is within the specification limits of 157mm-177mm per the catheter graphic. The catheter outer diameter measured 2.88mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion graphic. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint was inserted through the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire has separated from the distal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "happened during insertion of the cvc; put introducer needle in, using the arrow advancer with spring wire guide advanced into vein. Removed introducer needle and threaded dilator through spring wire guide with some resistance. Removed dilator - was bent but proceeded to thread cvc onto spring wire guide started to advance into place. Upon advancing the catheter was met with some resistance and couldn't be placed. Wouldn't advance any further in, tried to remove wire, but couldn't and on trying too, pulled it and it started to uncoil. Therefore, cvc and spring-wire guide were removed together." It was reported the device was removed in its entirety and another device was successfully placed. No patient injury or complication reported. The patient's condition is reported as fine.